Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was no stimulation sensation and no telemetry. There was the possibility of a dead battery. It was noted that before pacer surgery at the end of (B) (6), the pt was getting good stimulation. After the surgery, the pt was not getting any stimulation. Two different clinician programmers different rooms would not interrogate the device. Additional info has been requested from the hcp, but was not available as of the date of this report.